Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Kept by the attorney.

Event description:
It is reported from the attorney through the filing of a lawsuit that the patient underwent a left total hip arthroplasty on (B)(6) 2005 where he was implanted with a stryker hip system. It is further alleged that the patients left hip had to be revised on (B)(6) 2017 due to excessive levels of chromium and cobalt revealed in blood work.